Event description:
It was reported that the patient received multiple inappropriate shocks. T-wave oversensing was noted on the right ventricular lead. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Interference/noise was noted as ventricular short interval count was 14 counts, in 0.11 day, on (B)(6) 2012 in the timeframe between 10:11:35 and 12:51:14.